Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced severe diabetic ketoacidosis with vomiting on (B)(6) 2021. Customer stated that infusion set cannula was occluded and it was bent in half. Customer stated insulin pump did not alarm for occlusion. The insulin pump will not be returned for analysis.